Manufacturer narrative:
The field service engineer (fse) found that the measuring cell, pinch valve tubings and syringe seals needed replacement. The fse replaced measuring cell, pinch valve tubings, and syringe seals. The sample/reagent and sipper probe were both realigned. System volume check, photomultiplier high voltage adjustment, performance testing, and blank cell calibration were performed and they all passed. Customer performed calibration and qc and they were successful. The analyzer was checked and was running within specifications.

Event description:
We received an allegation of a questionable result for 1 patient's sample tested with the elecsys troponin t hs gen 5 assay on cobas e411 immunoanalyzer. The following troponin t hs gen 5 results were reported: the initial draw had first result of 17.24 ng/l and repeat of 17.53 ng/l two hour draw had first result of < 6 ng/l and repeat of 17.10 ng/l four hour draw ran once and the result was 17.41 ng/l. The repeated results deemed to be correct. The questionable result was reported outside of the laboratory and the physician asked for the sample to be repeated. The troponin t hs gen 5 reagent lot number and expiration date were not provided.

Manufacturer narrative:
H6 codes were updated.